Event description:
The facility representative reported a colleague infusion pump which experienced failure code 500:320:644:0000 upon power-up during biomedical service. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available, as the customer has refused to be contacted.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 500:320:644:0000. The root cause was determined to be a faulty key on the front bezel keypad. The front bezel keypad was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).